Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and could not duplicate the customer reported oxygen (o2) sensor malfunction. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator malfunctioned. The patient was transferred to another ventilator without harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.